Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 05/02/2016 to report that the receiver did not produce audio output on (B)(6) 2016. The patient had a missed low due to his receiver not alarming. The patient's caregiver noticed that he was low, got him some juice, and the patient recovered. Additionally, the patient tested the receiver's audio function and it did not beep. No further event or patient information is available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).